Event description:
During preliminary mfg testing, after the device sounded a "cassette" alarm and the door of the device was opened, it was noted that fluid flowed from the distal end of the tubing set. There were no reports of any adverse pt events while the device was in clinical use.